Manufacturer narrative:
Fractures of device/material. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an active cord was used during a colonoscopy procedure performed in 2009. According to the complainant, the connecting part of the active cord broke off during the procedure. The procedure was completed with another active cord device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.